Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter does not turn on. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient alleged that the issue began in (B)(6) 2009 (date/time not known). Prior to and at the time of the alleged issue, the patient indicated she was testing her blood glucose once a day with the subject meter and was managing her diabetes with 500mg of metformin twice a day. After the alleged issue occurred, the patient indicated she continued with her usual dose of medication. The patient indicated she would go to her physician's office from time to time (dates unknown) to test her blood glucose and would obtain normal blood glucose readings in the "90's"; however, the patient indicated she did not test her blood glucose with another device on a daily basis. On an unspecified date/time between (B)(6) 2011, the patient claimed she developed symptoms of weakness and blurry vision. The patient indicated she administered self-treatment by consuming food and would feel better within 20 minutes. After the onset of her symptoms (date/time unknown) the patient indicated she was advised by her physician to test her blood glucose three times a day. The patient indicated she began testing with her daughter-in-law's meter and obtained a blood glucose result in the "90's". At the time of troubleshooting, the customer service representative noted that the subject meter's batteries did not need to be replaced per owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.